Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx advantage bifurcated stent graft - hydro was implanted in a patient for the endovascular treatment of an 90 mm abdominal aortic aneurysm. It was reported that approximately 154 months post index procedure, the patient presented emergently to the hospital. A CT was performed, where an endoleak type 1a was noted. It was stated that an 32/49 endurant cuff was placed at left renal and into existing endo graft filled by pta with reliant balloon. The event was resolved. As per the physician the cause of the event can not be determined. No additional clinical sequalae were provided and the patient is fine.